Event description:
It was reported that the patient suffered an apparent neurological event during the use of a endoclamp aortic device. According to the surgeon who performed the surgical procedure the patient suffered a post operative hemiplegia. According to the surgeon there was an apparent air embolism in the right coronary artery which was quickly resolved. On day 5 post operative the left side of the patient (affected side) was normal and had normal function. At this time the patient made a full recovery despite the apparent left sided weakness post surgical procedure. The surgeon is questioning if the incident occurred during the de-airing process. No alleged device malfunction related to this occurrence.

Manufacturer narrative:
Device was discarded by the hospital. The product was not returned and the root cause could not be determined for this event. Therefore a CAPA was not initiated for thei event. This information will be included in trending and future CAPA determinations.